Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.

Event description:
During a coronary intervention, the stent dislodged from the balloon. Ivus was conducted and the stent was not visualized in the patient. The stent was also not accounted for after the procedure, its whereabouts is unk. Target lesion was treated with another 3.0x23mm cypher stent and the procedure finished.